Manufacturer narrative:
The customer re-initialized the bedside monitors, programmed settings and connected back on the ag-920ra, issue has not returned after full days testing. Issue resolved. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).